Event description:
Add'l info rec'd from MFR 4/11/01: given the limited info provided on this report, MFR is not in a position to ascertain whether the problem resulted from the device failure or from the improper use of the product by the user. MFR has, however, been able to identify the following from report. The condom in question was ultra shape #400 brand from lot #7435. This product was packaged and distributed during 1/01. It was one of 72,000 condoms produced from that lot number and they were distributed to health depts and planned parenthoods throughout the united states. MFR has not received any other complaints against this lot number. MFR feels confident that this incident is isolated in nature.

Event description:
Breakage with normal usage. When used with add'l lubrication, no breakage.